Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected to have dislodged as there was an increase in thresholds up to 7.0v and 1.0 ms and a decrease in sensing observed. Surgical intervention was performed and the rv lead was successfully repositioned and continues to remain implanted and in service. No additional adverse patient effects were reported.